Event description:
It was reported that the insulin pump alarmed during prime process. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to protruded/loose drive support disk. Missing end cap sticker.